Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a sigmoidectomy, after testing the stapler, reload was closed as it enters the trocar but it jaws would not re-open. Surgeon had to force to remove the reload. Surgeon used manual stapler to complete the case. Device was not used on patient. No patient injury.